Event description:
Caller reported damage to pump housing and usb port, impacting ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced after the issue was identified during a demo check.